Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, lens was stuck in the incision upon insertion. The procedure was completed on same day and there was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and viscoelastic with a non-qualified handpiece. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens or cartridge or handpiece combination. Company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The product has not been received to evaluate. File will be reopened when product is received the manufacturer internal reference number is: (B)(4).